Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with some physical damage on the lower left front corner of the top case. Event log history was performed and indicated that backup audible alarm post error was reported in history. During analysis, backup audible alarm post error was found during power up. It was noted that the main board did not operate as intended, main board was noted to be with high profile blue tokin cap, and was noted to be the cause of the reported issue. Service replaced the main board to correct the reported issue and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad main board. No adverse effects were reported.